Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual rise in shock impedance measurements up to 132 ohms. Other lead measurements appeared to be normal. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was provided that there have been no actions or interventions planned or performed. The patient will continue to be monitored. No adverse patient effects were reported. The device remains in service.